Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact reported a possible lot number of 952615h. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of lactated ringer's via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of potassium chloride. After an unspecified length of time in use, the customer contact reported that the nurse noted that as the piggybacked potassium chloride solution was delivering, the volume in the primary solution container was increasing. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were reported. Through requested, no additional information was provided.